Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission noted that the device exhibited intermittent ventricular over-sensing and false automatic mode switch episodes. The patient was brought into clinic on (B)(6) 2020 and further inspection revealed that the over-sensing was due to electromagnetic interference. Programming changes were made. The patient was in stable condition.